Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was not duplicated. The pump powered up to a clear and legible display screen. The auditory and vibratory features were operational. Unrelated to the complaint, the pump powered up to a hard call service 069 alarm that pump reboot was unable to clear. The remaining functional testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board. Battery compartment crack was found below the grip pad. Evidence of moisture intrusion was observed behind the display. The bolus button cover and the button contact slug were detached and missing from the pump. A leak test showed a bolus button leak. Pump casing was opened and additional evidence of moisture intrusion was found on multiple internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up with audible tones but the screen remained blank. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.